Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. No critical pump error noted during test. Unit successfully downloaded to thus. Confirmed in the pump history download the pump error 63 on 04/08/2024 15:49:01.000 (line number 9926 file number 2005) due to faulty rf circuitry on the pcb1 board. The electronic assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, cracked case- corner of the belt clip rails, cracked battery tube threads, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. No critical pump error (open book image) alarm noted during analysis. Pump error 63 found in pump history due to faulty rf circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. No critical pump error noted during test. Unit successfully downloaded to thus. Confirmed in the pump history download the pump error 63 on (B)(6) 2024 15:49:01.000 (line number: 9926, file number: (B)(4) due to faulty rf circuitry on the pcb1 board. The electronic assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, cracked case- corner of the belt clip rails, cracked battery tube threads, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. No critical pump error (open book image) alarm noted during analysis. Pump error 63 found in pump history due to faulty rf circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.